Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the bending section cover was detached, connecting tube had a wrinkle, the connecting tube had a scratch, switch 1 and 2 had a scratch, the suction connector had a scratch, the cover unit had a scratch, the angulation was lower than standard, the angulation was in play and the plastic distal end cover was dirty. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The user facility returned an asset evis exera ii duodenovideoscope to olympus to the service center. The user facility did not report a malfunction with the device. Upon inspection and testing of the returned unit, the forceps elevator had foreign material. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Event description:
Additional information obtained identifies the customer followed the reprocessing steps. There was no delay to the start of precleaning after the procedure. Manual cleaning was performed within an hour after the procedure. During aspiration, the forceps elevator moved to raise and lower 3 times in water. The forceps elevator was brushed and operated in detergent solution, and flushed appropriately. Lastly, the distal end was brushed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation and additional information received (identified in b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, there was adhesion of foreign material around the forceps elevator, however the foreign material could not be identified. The event can prevented by following the instructions for use which state: "possibility that insufficient cleaning, disinfection or sterilization of device may pose an infection-control risk to the patients and operators who perform the following procedures using device. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.